Manufacturer narrative:
Despite relaunches no additional details provided, no delay in surgery, nor information related to serious injury or device malfunction reported. No information received on patient outcome, no images of the surgery provided and no reason of the failure. So no analysis can be performed. Investigation found no evidence of device issue (no confirmation of the failure). Regarding lack of information available, the root cause of the failure can not be determined.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested. No information on device return.

Event description:
Avenue l : failure to implant.